Event description:
Nine months following cypher stent placement in the first obtuse marginal branch (om1), this pt was seen in follow-up at which time a (+) stress echo test was confirmed. This resulted in a second procedure in which another cypher stent was placed in the om1. Although this lesion is reported as a de novo lesion - it appears to be a possible restenosis event as is being reported as such until verification is obtained. This pt was admitted to the hospital with a chief complaint of stable angina. The pt was taken electively to the cardiac cath lab. Where angiography revealed a de novo, smooth, concentric, b1-type lesion in the first obtuse marginal (om1). Information regarding the medication administered during the procedure (i.e. Heparin, gpiibiiia's, etc) were not reported. There were no difficulties in accessing or wiring the vessel noted. The om1 lesion was predilated with a 2.0 x 20mm balloon inflated to 12 atms. A 2.25 x 23mm cypher stent was deployed to 14 atms with satisfactory results. The stent was not post-dilated and flow was noted to be timi iii throughout the stented segment. The pt was discharged plavix and aspirin, for which pt is reported to have been complaint. Two months later phone contact is made with the pt who denies angina. Cardiac medications are listed as clopidogrel, aspirin, stains, beta-blockers and anti-anginal. Nine months following index procedure, the pt is seen for follow-up. Evaluation reveals a positive stress echo test. The pt had no complaints of angina. Repeat angiography demonstrated a 90%, smooth, concentric, b2-type lesion in the om1. It is unclear if this was a new lesion or if this was an instent/peri-stent restenosis of the previously placed cypher stent. The lesion treated via direct stenting of a 2.5 x 23mm cypher select stent deployed to 16 atms with satifiying results. The pt was discharged in stable condition the following day. Three months later, an adverse event is reported as a mace. Percutaneous transluminal coronary angioplasty (ptca) of a "new lesion" is reported in the obtuse marginal (om1). Per the procedural physician, this event is probably related to the device but is unrelated to the procedure.